Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 534 mg/dl. Elevated blood glucose was addressed with a manual dose injection. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy.